Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device underwent analysis. Visual inspection noted that the header was firmly attached to the device casing. Dents, believed to be due to bite marks, were found on both sides of the device case in the area where internal device circuitry resides. An x-ray was performed which noted internal component damage due to the marks. The inability to establish telemetry was caused by this damage to the device.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator was mauled by a dog and developed a large hematoma. The attack included the area around the device pocket. An attempt to interrogate the device was unsuccessful and no tones could be elicited with a magnet. A boston scientific technical services consultant discussed that therapy availability could not be confirmed. The device was later explanted and returned for analysis, which is ongoing. Following the explant it was reported that the device case had bite marks on both sides. The patient was given intravenous antibiotics. No additional adverse patient effects were noted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient with this implantable cardioverter defibrillator was mauled by a dog and developed a large hematoma. The attack included the area around the device pocket. An attempt to interrogate the device was unsuccessful and no tones could be elicited with a magnet. A boston scientific technical services consultant discussed that therapy availability could not be confirmed. The device was later explanted and returned for analysis, which is ongoing. Following the explant it was reported that the device case had bite marks on both sides. The patient was given intravenous antibiotics. No additional adverse patient effects were noted.